Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ICD replacement due to normal eri, oversening was observed on the right atrial (ra) channel and insulation damage was visually seen on the ra lead near the connector. In addition, the right ventricular (rv) lead had visual damage. The rv and ra leads were capped and replaced. The patient is stable. Related manufacturer reference number: (B)(4).